Event description:
The user facility reported that blood was observed leaking from the gas port of the oxygenator after the initiation of bypass. The perfusionist had noticed fluid on the floor during priming, but thought it was due to the heater/cooler. The involved oxygenator was changed out and the procedure was completely successfully with no further problems. Additional event specific information was not available.